Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as serial no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had suction loss while laser firing and had to be reschedule to (B)(6) 2016 with no additional complications or loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Additional information: through follow up the account reported that lot number involved in event was cb30074. As the lot number has now been provided the following fields are being updated: lot #cb30074, exp date 04/14/2018, (B)(4), manufacturing date 04/14/2016. All pertinent information available to abbott medical optics at the time of this report has been submitted.